Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, around 0-25% of the shell is missing, broken shell with smooth edge in the same location of crease assessed as fold flaw opening. A weight test of the explanted material was verified and it was underweight. Based on the device analysis, the final assessment is broken shell with smooth edge in the same location of crease assessed as fold flaw opening and missing shell that is assessed as inconclusive.

Event description:
Healthcare professionally additionally reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.